Manufacturer narrative:
Evaluation summary: devices are not available for analysis because the surgeon left the devices implanted and used a cable to prevent propagation of the fracture. X-rays were not provided. X-rays may have been given some insight into the cause of the reported less than 1 cm fracture that occurred during implant seeding. The operative notes from the implantation surgery described the patient's canal as "very tight developmentally dysplastic". Femoral fracture is a known adverse effect for total hip arthroplasty. Although a root cause could not be determined for this event with the information provided, possible causes include: patient bone quality and surgical technique. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that a nondisplaced femoral neck fracture occurred during implantation.